Event description:
New information received indicates that the pacemaker was explanted and replaced. The patient was stable post-procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited a backup vvi mode and unable to be interrogated. No intervention was performed. The patient was in stable condition.